Event description:
Customer is reporting mistypes on the galileo due to potential air bubbles in the test wells.

Manufacturer narrative:
Customer reported that during validation testing a full plate (12 specimens) tested for fwd_aborh on the galileo gave erroneous results; most specimens resulted as a, rh positive or ab, rh positive. Repeat testing on the instrument using the same reagents gave acceptable results. The repeat testing was initiated when the customer realized that there were air bubbles in the anti-a reagent vial on the instrument. The repat testing was performed after removing the air bubbles and confirmed that the reagents and instrument are performing as expected. All test results were confirmed as correct by the customer using tube testing. Customer was referred to the warning section in the operators manual that states, "inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping antisera or controls. Shaking will procduce foam in the vial that may be aspirated by the pipettor instead of reagnet. This will produce incorrect results or an error."